Manufacturer narrative:
No sample was returned because the device was discarded; therefore, the reported event could not be confirmed by evaluation. A review of the manufacturing records could not be done without a lot number. After review of the available information, a root cause could not be determined. It is not known if procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
The complaint reported stated that the vamp flex is giving an "overshoot curve" of the arterial blood pressure while connected. This happens after the dpt has been zeroed. "The overshoot curve appears as a large spike on the patient monitor which runs out of the limits." Additional information indicated that it was noted on different monitors and the difference in pressures between the dpt (disposable pressure transducer) and the nibp (non-invasive blood pressure) could be more than 40mmhg. Although no air bubbles were noted in the transducer, after flushing the unit the pressure dropped 15mmhg. Another set had visual air bubbles and after flushing that unit, the pressure dropped 20mmhg. Even with the bed-side adjustments, the dpt pressures were still reading higher than the nibp. After changing the set, the pressures and waveforms were normal and matched the nibp.

Event description:
It was reported that the vamp flex (B)(4) is in a number of cases giving an overshoot of the arterial blood pressure while connected to the patient monitor. This happens after the dpt has been zeroed. The overshoot appears as a large spike on the patient monitor which runs out of the limits. Additional information and clarification has been requested.